Manufacturer narrative:
UDI: (B)(4) review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 dr. (B)(6) performed a l4-s1 posterior lumbar fusion. Dr. (B)(6) placed concorde lift cages at l4-l5, and l5-s1. While performing the l4-l5 level of interbody fusion with concorde lift, the concorde lift driver shaft broke (2878-04-101g). At the l4-5 level, dr. (B)(6) placed a concorde lift lordotic 9mm x 23mm cage (us-1978-09-023l). While distracting the cage with the torque handle, he torqued out the cage. He then tried to expand the cage a little more by slowly turning the torque handle. He tried this several times. On about the 4th time, the tip of the driver shaft broke. It was the very tip of the driver that broke, approximately 1mm. He was able to retrieved the driver fragment by suctioning it out. This small piece was somewhere in the suction canister and not available to send back. The driver shaft will be sent back. Dr. Zhang got about 2.5mm of distraction out of the cage. The procedure was successfully completed with no harm to the patient.

Manufacturer narrative:
The concorde lift driver shaft was returned for evaluation. Visual inspection identified that the distal tip of the driver had fractured. Optical imaging found evidence of a quasi-static torsional overload. Hardness testing found the driver to be within specifications. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be definitively identified however it is likely that the driver was subjected to higher than anticipated torque which lead to the quasi-static torsional failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.